Manufacturer narrative:
The meter ((B) (4)) and test strips (lot # 0925934) were returned for an investigation. The complaint was not confirmed. All results were within the range specification during control solution testing. A reading of 180 mg/dl was found in the meter's memory log on (B) (6) 2010 at 5:56 p. M. This is the final report.

Event description:
A customer's son reported the customer received a reading of 181 mg/dl on her blood glucose meter on (B) (6) 2010 at approximately 4:45 p. M. The customer's son additionally reported the customer experienced symptoms of profuse sweatiness, incoherence, stiffness and dry mouth. The customer reportedly took insulin. The paramedics were called and a reading of 42 mg/dl was reportedly obtained on a health care provider meter. It was also reported that an intravenous "sugar water" medication was administered to the customer. There was no report of death or permanent impairment associated with this event.